Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported alarm speaker broken, which was confirmed during evaluation. Evaluation observed low audio and the speaker being loose. The cause was determined to be a speaker being loose. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken alarm speaker and there was no beeping sound when using the keypad. There was no patient involvement. No additional information is available.